Event description:
Event description cpi received information that this endocardial lead was removed from service. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was exhibiting poor r-wave measurements, the lead was capped. The patient has two sensing lead that were capped back in 1993 the physician elected to reactivate these as the replacement lead.